Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified. It was observed that the battery was low, but the device performed correctly during a performance inspection. The device was opened for further eval, and an internal inspection was performed with no discrepancies. The device will be returned to the customer for use. A clinical review of the reported event determined that the device use did not impact the pt's outcome. ECG reported asystole. The pt's initial rhythm was fine vf. The first analysis determination was shock advised, and a 200 joules shock was delivered but was not effective and the pt's rhythm changed to asystole. Analysis 2 provided a no shock advised determination. Analysis 3 provided a shock advised decision; a 200 joules shock was delivered but, again, was ineffective and the pt rhythm changed to asystole. Five more analysis were no shock advised, during which time the low battery message appeared 13 times, and the voice prompt may have sounded, depending on the device setting. The last two analyses were each interrupted by motion, and the device powered off. The last 7 minutes the pt was in asystole.

Event description:
The customer reported that they responded to a pt call. It was indicated that the pt had chest pain but was conscious. The first truck arrived approximately 7 minutes and 46 seconds after the emergency call was received. The firefighter witnessed the pt go into cardiac arrest and CPR was started. The device was then attached to the pt and a shock was delivered. The unit displayed several "low battery" messages and two shocks were delivered prior to the device powering down. The customer then turned the device back on and the unit again displayed a "low battery" message. An advanced life support (als) truck arrived within approximately 10 minutes after CPR was in progress. The pt was not resuscitated.